Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. Investigation summary: no product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the the pump was not able to navigate the anatomy due to patient's due to prior surgery and the delivery was aborted. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp was unable to cross the aortic arch due to the patient¿s anatomy due to a prior surgery. Implantation of the impella was aborted.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.